Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of reproduceable, elevated atellica im ca 19-9 (ca 19-9) lot 533 results for one patient which were discordant relative to alternate method testing. Quality control (qc) results and calibrations were within expected ranges at the time of patient testing. Precision testing using patient samples has produced acceptable results. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the event.

Event description:
The customer reports observation of elevated atellica im ca 19-9 (ca 19-9) results for one patient which were discordant relative to alternate-method testing. Reproducibly elevated atellica im ca 19-9 results were obtained on a serum sample from a 39-year-old female patient and were reported to the physician(s), who questioned the results. The same sample was tested at another laboratory with an alternate test method (unspecified), and the result was lower. The same sample was re-tested the following day using another atellica im instrument, and reproducibly elevated results were obtained. The sample was sent to another facility and tested using an alternate test method (non-siemens). A lower result was obtained and was reported to the physician(s) in a corrected report. A new sample was drawn from the affected patient and tested on two atellica im instruments as well as the alternate test method platform at the other facility. Both atellica im instruments produced elevated results, and the alternate method result was lower. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
MDR 1219913-2024-00330 was initially filed on 28-may-2024. Additional information 26-jul-2024: siemens has concluded the investigation. The customer had a patient sample that recovered 186 - 225 u/ml with atellica im ca 19-9 kit lot 533 but recovered within the normal range when tested with the vidas ca 19-9 assay. Another sample from the same patient recovered 196 - 208 u/ml with atellica im ca 19-9 kit lot 533 but recovered within the normal range when tested with the vidas ca 19-9 assay. Technical support lab (tsl) tested the sample with atellica im ca 19-9 kit lot 537, and it recovered 269 and 279 u/ml so the customer's results were not lot specific. When the sample was treated with a heterophilic blocking tube (hbt), the treated sample recovered 55.3 and 59.7 u/ml with atellica im ca 19-9 kit lot 537 indicating that heterophilic antibodies elevating the result with the atellica im ca 19-9 assay. The limitations section of the atellica im ca 19-9 IFU states "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Based on the available information, the cause of the discordant result is consistent with a sample-specific interferent. The customer is operational. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.